Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also, moisture damage motor and vibrator motor during visual inspection. Unable to perform operating currents, self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has moisture damage and was worn in the bath. Customer's blood glucose was unknown at the time of incident. No further details given.